Manufacturer narrative:
No product will be returned for evaluation. The device history records were reviewed. There were no defects recorded during the manufacturing process. Without the product involved with the incident, no conclusion can be drawn.

Event description:
A report was received through kimberly-clark's int'l representative that there was a patient reaction from the use of a drape. A patient, who was operated on in their facility's general surgery, experienced diffused cutaneous reaction in the post op. The reaction was mainly located where the adhesive of the drape was in contact with the skin. The reaction caused cheloidees lesions on the abdomen and on the left leg with severe consequences for the patient. Further explanation and patient status was not provided. Kimberly-clark has no independent knowledge of the event reported above but is relaying the information that was provided by the facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database.